Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon exchanged poly for infection washout. Insert had back side wear.

Event description:
Update sep 1, 2017: medical records have been reviewed. Primary operative records (B)(6)2016 indicate the patient received a right total knee arthroplasty, computer assisted, due to degenerative osteoarthritis of the right knee. The procedure was completed without indication of complication by the surgeon. Operative notes (B)(6)2017 indicate the patient received a right knee arthroscopy with excision of synovium and pathologic synovial band, shaving and debridement of synovium. Revision notes (B)(6)2017 indicate the patient received an incision and drainage with extensive debridement and poly exchange of the right knee replacement with placement of antibiotic beads due to infected right total knee arthroplasty status- post knee arthroscopy. Operative notes indicate that upon entering the joint a red creamy fluid is encountered and sent for cultures, it is also noted that the synovium is discolored and very slick. Back sided wear is noted on the poly. The procedure was completed without indication of complication by the surgeon.

Manufacturer narrative:
Examination of the returned device confirmed the reported wear. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.